Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, once it was in the camera's field of view of the bladder, plastic deposits were observed. They were presumably produced by the light from the jj. The deposits settled in the bladder and were removed with foreign body forceps and change of jj with no problems.